Event description:
It was reported that the cleo® 90 infusion set would not stick to the body. No adverse event was reported, no further information was provided. MDR report # 3012307300-2017-00202 for related complaint.